Event description:
Customer reported the passport 2 monitor shut down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated system. Corrections included replacement of the unit's cpu board. Unit was calibrated and safety tested to factory's specs.